Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the slots in each base leg were worn by the camlock assembly creating play/wobble in the leg positions.

Event description:
Dealer states the lift legs are pointing inwards. The hardware is coming loose and has a black like grease coming out of where the spreader bar is.